Manufacturer narrative:
Retainer = black customer returned the insulin pump for an alleged pump error 38 alarm found on (B)(6) 2021. Device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Device passed the self test, rewind test, prime/seating test, basic occlusion test, and the force sensor test however, unable to perform the displacement test and occlusion test or verify pump error 38 alarm due to broken reservoir tube lip and missing retainer. The pump history and trace files were successfully downloaded using thus. A review of the downloaded history files reveals on 8/9/2021 there were five (5) pump error 38 alarms between 11:12 and 15:59, one (1) pump error 4 alarm at 11:58, one (1) pump error 53 alarm (line number 5632 file number 2005) at 11:58. And one (1) pump error 53 alarm (line number 1384 file number 26) at 12:08. Pump error 53 and 4 alarms are due to a software error. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, cracked select button keypad overlay, end cap address label faded, stained keypad overlay, pillowing keypad overlay, missing reservoir tube o-ring, broken belt clip rails, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Pump error 38 alarms are unknown. Pump error 38 alarm is in the history file however, unable to verify pump error 38 alarm due to broken reservoir tube lip and missing retainer. Pump error 53 and 4 alarms are confirmed and due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.